Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was hospitalized. Reportedly, customer was experiencing pancreatitis, however, it was not provided if the pump, or related supplies were involved in the event as customer declined troubleshooting with tandem technical support, and declined to provide additional details and nature of hospitalization.